Event description:
During this procedure upon providing rf energy, the generator alarmed with high temperature sensing. The celsius thermocool catheter was removed from the patient and char was noted. The catheter was used again, but the same error occurred. Finally after changing the catheter, there was no problem. There was no patient injury reported. Upon request, additional information was provided on the event. During the ablation, the temperature kept at 48 degrees and when the physician took the catheter out from patient's body, there were some char. They irrigated again and the same issue occurred. The generator was set to temperature control mode. It was unknown if there was any impedance rise. It was unknown how long the ablation was delivered at the same site. The size of the char was unknown. Since the amount of char is unknown, this is indicative of a reportable event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
Was reported that the product investigation would not be performed since the catheter was not returned for analysis. However, on july 1, 2014, the bwi failure analysis lab received the product and it is being analyzed. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) during this procedure upon providing rf energy, the generator alarmed with high temperature sensing. The celsius thermocool catheter was removed from the patient and char was noted. The catheter was used again, but the same error occurred. Finally after changing the catheter, there was no problem. There was no patient injury reported. The returned device was visually inspected upon receipt and it was found in normal conditions. No char was observed. Then per the reported event, an irrigation test was performed and catheter passed, no occlusion was observed. In addition, the device was tested for electrical performance, stockert compatibility and thermal sensor response. The catheter failed on electrode 2. Further investigation revealed that the lead wire #2 was broken inside the tip section. However, electrode 2 failure is not related with the reported event since the tip dome (electrode 1) passed the electrical test and no occlusions were observed along the irrigation system. In addition, the catheter passed the temperature and stockert generator tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint cannot be confirmed. However, the lead wire of electrode 2 was broken.